Manufacturer narrative:
Product investigation: cylinders - the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification. A leak was identified near the proximal end of the cylinder body in cylinder 2 attributed to wear at a buckling fold. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was not functionally tested as the reported allegations were confirmed in the damage identified in cylinder 2. Reservoir - the ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Device analysis was unable to confirm the reported allegation of fluid loss.

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to fluid loss. The existing ipp was removed and a new device implanted. There were no patient complications. The explanted components are expected for return.

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to fluid loss. The existing ipp was removed and a new device implanted. There were no patient complications. The explanted components are expected for return.